Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and not turning on. The customer was also reported that insulin pump had no cracks. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to verify s/w due to blank display. Retainer ring = black. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with pillowing keypad overlay. Device received with blank display during testing. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Device was cut open and found severely (submerged) moisture damage on the pcb1, pcb2, force sensor, motor, 40 pin flexible printed circuit/lcd, battery tube, keypad assembly, internal battery and vibrator during visual inspection. Perform brush cleaning with the isopropyl alcohol the moisture damage pcb 2 and installed in a test pcb 1, case, internal battery and motor and no blank display during testing. Perform brush cleaning with the isopropyl alcohol the moisture damage pcb 1 and installed in a test pcb 2, case, 40 pin flexible printed circuit/lcd, internal battery and motor and blank display during testing. In conclusion, pump received with a blank display due to moisture damage on the pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.